Manufacturer narrative:
The reported field event of premature battery depletion and communication failure was confirmed. Upon receipt, the device did not communicate and was below the end-of-service (eos) indicator. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
During an in clinic follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. However, the device was able to be interrogated using inductive telemetry. Premature battery depletion was suspected. A device replacement is anticipated but not yet performed. The patient was stable.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was in stable condition.